Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device- 2 years. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic for a follow-up visit, and had experienced fluid overload. During the appointment, pump stoppages occurred with patient position changes. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages. The x-ray images were unremarkable. The patient lost 29 pounds recently of fluid weight that had accumulated. Additionally, the driveline had a small tear in the driveline about 12 inches from the insertion site which was covered by electrical tape. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed without issue. No additional information was provided.